Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the two infusion sets were not sealed. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4)- MDR 3003442380-2024-35253. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. The initial MDR with manufacturing report number (3003442380-2024-35252), was submitted on 02-jan-2025. Upon receiving additional information, it was discovered that the lot number has been updated from unkown to 1001680. Additional information - this MDR is being submitted to include the below: d4: lot number. H6: investigation results under type of investigation, investigation findings, investigation conclusions.

Event description:
To date, additional patient or event details were received which have been added in h11.